Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that lead migrated cephalic half a vertebral body. Patient describes snowfalls caused her car accidents or non-compliance to restrictions. Impedance normal, connectivity normal. X-rays taken today confirm migration. Reprogrammed system for appropriate dtm landmarks. Issue is resolved.